Event description:
It was reported that during oral surgery, the pt received a minor burn to the lower lip. The burn has since healed and there is no additional treatment required.

Manufacturer narrative:
The attachment was not returned to the manufacturer, but was able to be visually inspected by the local technician. The technician indicated that the product was not properly cleaned after use and that the bearings in the attachment needed replacing. The instructions for use states that the customer should run the attachment before every use to ensure that the operation of the product is normal.